Event description:
It was reported that during procedure the console displayed error code 252. It was attempted to clear error by repowering and no success. The patient was under general anesthesia and there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the adjustment for main and safe pyros was performed and the issue was resolved. Therefore, the reported allegation was confirmed leading to the reported event. After adjustment the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. No further issues were identified during service, and the console was confirmed to be fully functional. A device history record review was not performed, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation

Event description:
It was reported that during a procedure, the console displayed error code 252. The customer attempted to clear the error message by restarting the console, however, there was no success. The patient had been sedated. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.